Event description:
It was reported that the right ventricular (rv) lead impedance more than doubled it's chronic impedance measurements in less than 2 weeks resulting from a possible lead fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 507652 implantable pacing lead implanted: 2010-(B)(6), product ID addr01 implantable pulse generator (ipg) implanted; 2010-(B)(6). (B)(4).